Event description:
Catheter inserted into pelvis to drain bladder. When it came time to remove catheter rn and md unable to do so. Seen by urologist who took pt to surgery to remove catheter. Single knot found upon surgical removal.